Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The obturator was received. The inflation bulb was received. The valve seal was disengaged from the device and not received. The locking collar was intact. The flapper valve was intact. The balloon appeared intact. The balloon was unable to be inflated due the missing valve seal. A review of the device history record indicates this device lot number was released meeting all quality specifications. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported condition due to the missing valve seal and the reported condition was confirmed. The complaint data did not display an increased trend. Should new information become available, the file will be re-opened.

Manufacturer narrative:
(B)(4). A review of the device history record indicates this device lot number was released meeting all release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition. (B)(4).

Event description:
According to the reporter the balloon broke off during a laparoscopic hernia repair procedure. It was also reported that the patient did not experience an adverse event as a result of the incident.